Manufacturer narrative:
The customer indicated the use of an unapproved cartridge and viscoelastic. (B)(4).

Event description:
A surgeon reported approximately five years following an intraocular lens (iol) implant procedure, the surgeon is seeing glistenings. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned, the device remains implanted. The lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was received on (B)(6) 2015. (B)(4)